Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced, and the unit was returned to service.

Event description:
The biomedical engineer reported the bag/vent switch is damaged causing an inability to operate as expected. There was no report of patient involvement.